Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The sample was re-primed, which identified a leak at the bottom y site. Closer visual inspection of the area showed that there was impact damage and a fracture/crack in the housing. The reported condition of a leak was confirmed. The exact root cause was not determined. A batch review was not performed, as the lot number was not reported.

Event description:
It was reported that a clearlink basic solution set leaked. The staff noticed a large amount of liquid on the floor towards the end of a two hour infusion. Upon closure inspection it was noted that the leak was coming out of an injection port which had not been previously accessed. In order to stop the leak the nurse connected a 3cc syringe to the y-site. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.